Event description:
The pt alleged, that his pump was not delivering basal rates correctly between hours of 12:00 am and 6:00 am. The pt's allegation was based on the fact that his blood glucose levels have been normal (80-140 mg/dl), however, his hba1c values changed from 7.5 to 11.9. The pt stated, that he has not experienced symptoms of high blood glucose. The highest reading to his recollection was 200 mg/dl. In addition, the pt stated, that he also gets 07 error message (system alarm) twice a day on average, because he works around electricity. The pt switched to his back-up pump for approximately a week. He did not receive any 07 messages. According to the pt, he "felt" like his blood glucose was "right". His blood glucose level was in 80-100 mg/dl range while on back-up pump. The pt stated, that he has not had any illnesses, infections or lifestyle changes. The product was requested to be returned for evaluation. The pt did not require medical assistance from a health care professional or second party to address this issue.